Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a perclose proglide device after a right lower extremity interventional angiogram procedure. Reportedly, the suture was cut with the quick cut area on the body of the proglide device and one part was stuck in the closure device. The suture part in the device was pulled out of the device and it came out with a small piece of metal. The suture in the patient was removed and a starclose se was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis did not confirm the reported detachment of suture. The analysis observed a posterior needle tip to cuff detachment, as evidenced by the being returned loose with bent and flattened cut tabs. The anterior cuff was attached to the needle tip. When the plunger was removed the link and posterior cuff would be pulled out with the anterior needle tip. The posterior needle tip which is attached to the rail end of the suture and is mostly likely the small metal piece referred to in the report of: the suture was stuck in the device and was pulled out with a small piece of metal. A needle tip to cuff detachment has the same result of interfering with suture deployment and may have the same appearance to the user as a suture detachment. Based on the visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would contribute to the reported event. Based on the information reviewed, there is no indication of a product deficiency.